Manufacturer narrative:
(B)(4) follow up: it was reported the markings were missing on syringes. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes with a scale marking issue. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302830, lot 4122281. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material # 302830; batch # 4122281. It was reported by customer that the markings on the syringes we received were missing. Verbatim: rcc received a complaint via email. I am reaching out to report an issue with our 20 ml syringes. Not sure if any other institutions had reported this issue but the markings on the syringes we received were missing. Customer response on sep 27, 2024: 1. The defect was observed on 09/25/2024 before use. 2. No impact to patient since we dispose of syringe before starting to compound. 3. Exact date 09/25/2024. 4. Lot number 4122281.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 302830. Batch # 4122281. It was reported by customer that the markings on the syringes we received were missing. Verbatim: rcc received a complaint via email. Email(s) attached. I am reaching out to report an issue with our 20 ml syringes. Not sure if any other institutions had reported this issue but the markings on the syringes we received were missing. Customer response on sep 27, 2024 the defect was observed on 09/25/24 before use. No impact to patient since we dispose of syringe before starting to compound. Exact date 09/25/2024. Lot number 4122281.